Event description:
The customer reported that an 840 ventilator had a loss of communication error between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a pt at the time the malfunction occurred. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) to breath delivery (ed) cable. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).